Event description:
During bronchoscopy procedure to remove a stent, jaw of forceps broke off and fell in distal end of pt's airway. X-ray located the piece but it was not reachable. Surgeon elected not to retrieve broken piece at this time.